Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 the patient's transmitter was out of range for over 24 hours. There was no report of injury or medical intervention. No additional event or patient information is available.